Event description:
During a procedure some of the black insulation coating at the distal end of a vapr hook electrode came off into the pt's body. All was retrieved and the case was concluded successfully without further incident or harm to the pt using same type device.